Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the top edge of a virage screw broke off intra-operatively during reduction. It was removed and discarded.

Event description:
It was reported that the top edge of a virage screw broke off intra-operatively during reduction. It was removed and discarded.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation. Product was not returned. However, a photo was provided showing a crack at the top of the tulip head. Potential cause. Root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during rod compression or closure top reduction. DHR review. The DHR was unable to be reviewed since the lot number is unknown. Device use and compatibility this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.